Event description:
Staff were cleaning the endoscope with the channel cleaning brush when the brush broke. At the time, the brush was all the way down the channel. Staff report they have not had this happen before. A patient was not involved in this event, and staff was not injured.